Event description:
It was reported that the patient experienced an open tibia fracture in (B)(6) 2013. Patient was initially treated with ex-fix and ten days later was converted to a less invasive stabilization system plate and ten screws. On an unknown date the less invasive stabilization system plate was noted as broken and patient was diagnosed with non-union. Patient was returned to the operating room on (B)(6) 2014, for removal of hardware and revision to an ex tibial nail with bone graft. Surgery was successfully completed with no delay. This is report 11 of 11 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Implant date: unknown date (B)(6) 2013. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.